Manufacturer narrative:
Additional info: correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown procedure. During the process of firing with the second reload, the device jammed. The handle refused to move. They noted that the proper reload was selected for the proper tissue thickness. No known patient injury.